Event description:
False readings resulting in coma twice. The readings were high in the evening and insulin was given and in the morning it was low and put pt in a coma. Two devices are involved. Problem had occurred and MFR sent another meter which also had a problem. All communications with MFR have now stopped. Rptr's ambulance svc has had problems with the devices also.